Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, concentric, de novo target lesion with a bend of >45 and <90 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery. After crossing the lesion with a 6f non-bsc guide catheter and a non-bsc guidewire, pre-dilatation was performed with a 1.5x12mm non-bsc balloon catheter resulting to 60% residual stenosis. A 3.00x32mm promus element drug-eluting stent was advanced for treatment but failed to cross the lesion. The physician noticed that the distal stent strut was damaged. The device was removed and the procedure was completed with another of same device. No complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, concentric, de novo target lesion with a bend of >45 and <90 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery. After crossing the lesion with a 6f non-bsc guide catheter and a non-bsc guidewire, pre-dilatation was performed with a 1.5x12mm non-bsc balloon catheter resulting to 60% residual stenosis. A 3.00x32mm promus element drug-eluting stent was advanced for treatment but failed to cross the lesion. The physician noticed that the distal stent strut was damaged. The device was removed and the procedure was completed with another of same device. No complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus select ous mr 32mm x 3.00mm stent delivery system; catheter was returned for analysis. An examination of the crimped stent identified stent damage. Distal stent damage with stent struts lifted from crimped stent position. The undamaged stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. An examination found no issues with the tip. No other device issues were noted during analysis.